Event description:
Clinical study. It was reported that following a stenting treatment procedure, the patient experienced unstable angina and restenosis and target vessel reintervention (tvr). The patient presented for treatment with an acute myocardial infarction (mi). The target lesion (5mm long) was reported as the mid left anterior descending artery (mid lad) with 95% stenosis. There was no report of calcification or tortuosity. The reference vessel diameter was 2.5mm. The lesion was predilated and stented with a 2.50mm x 12mm taxus express 2 stent. The procedure medications were heparin, 2b3a inhibitors, aspirin, plavix and ace inhibitors, metoprolol, and low molecular rate heparin. The patient was discharged on metoprolol, aspirin, clopidogrel, atorvastatin, and ace inhibitors. At 114 days post index procedure, the patient seen for unstable angina with persisting restenosis. In the opinion of the physician, the event was probably related to the event. No additional information is available at this time.

Manufacturer narrative:
Device evaluation: the complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.